Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (anatomy related; angulated and diseased aortic neck). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; angulated and diseased aortic neck).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant the aortic neck was severely angulated, 90 degree. Currently the vessel morphology was reported as there was continued disease progression of the aortic neck now 95 degree. There were no issues reported at the index procedure. The patient presented for a one year follow up appointment. The one year CT revealed that there was a proximal type I endoleak present. The stent graft remained where it was implanted. The patient was treated with an endurant 36x36x49 aortic cuff and a planned palmaz stent and the type I endoleak was successfully resolved. No clinical sequelae were reported and the patient is fine.